Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of being hospitalized for high blood glucose in the 400's. Troubleshooting found that the customer went to the emergency room again with high blood glucose of 575mg/dl. Customer will call back at a later time to troubleshoot.